Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient was having difficulty charging and could only get 2 dots for connection. There were no known causes but they took a fluoroscopy which showed that the battery appeared to be flipped. No actions were taken at the time of the report but surgical intervention was planned. This issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they currently are having issues with charging their recharger and indicated their desk top connector cord feels secure and green light was on. The patient reported their back was so bad they were on crutches and indicated their legs were pretty much gone. The patient indicated this started in (B)(6) and has gradually gotten worse in the last 2 weeks. No further complications reported and/or anticipated at this time.